Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d274trk, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the proximal and distal portions of the lead were returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in the field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported the patient received inappropriate oversensing shock. Impedances were unstable when testing the quattro rv (right ventricular) lead in office. During extraction procedure of the quattro rv lead, a four inch portion of the pace/sense lumen came out with little resistance. Apparent fracture and oversensing or noise were noted. It was also reported by the patient that this lead failed after 2 years. The quattro rv (right ventricular) lead was replaced. No further patient complications were reported as a result of this event.